Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed twice in the patient but did not meet release criteria. The physician deployed the closure device a third time in the laa of the patient when it was noted in imaging that there was a pericardial effusion. The physician performed a pericardiocentesis to help drain the effusion. The physician drained 3 liters of blood from the patient and was giving the patient blood back. A surgeon arrived and the patient underwent open heart surgery. During surgery the physician noted that there was no damage to the left side of the heart and that the pericardial tap was not in the pericardium but in the right ventricle. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed twice in the patient but did not meet release criteria. The physician deployed the closure device a third time in the laa of the patient when it was noted in imaging that there was a pericardial effusion. The physician performed a pericardiocentesis to help drain the effusion. The physician drained 3 liters of blood from the patient and was giving the patient blood back. A surgeon arrived and the patient underwent open heart surgery. During surgery the physician noted that there was no damage to the left side of the heart and that the pericardial tap was not in the pericardium but in the right ventricle. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery from this event. It was further reported that during surgery the laa of the patient was clipped.

Manufacturer narrative:
H6 patient codes: added e0604 cardiac perforation.